Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 1000 mg/dl, at the time of incidence. Customer reported that they had difficulty in breathing. Customer reported that the auto mode was off. Customer was treat with intravenous insulin and through injections. Customer was okay to troubleshoot. The insulin pump will not be returned for analysis.